Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. Visual functional indicated no abnormalities. Pmv performed functional testing which included the reloads were loaded into a pmv representative instrument for functional testing. The reloads were cycled without hesitation, and was applied to test media. All staples were placed and test media was cleanly transected. Functional testing confirmed the safety interlock feature successfully prevented the reloads from cycling again. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
The doctor found the jaws of the reload were not closed when the reloads was set on the stapler and were tested. So the doctor asked to change the reload. *when was the problem noticed: prior to use *patient involvement? No *patient injury? No *patient information: n/a *what is the current condition of the patient? Stable *medical intervention required? No *was surgery time extended by 30 mins or more? No *was product tested prior to use? Yes *UDI number: n/a. ***additional information received via email from (B)(6) on 17-jan*** the medtronic notification date is 06 jan 2017 but the incident entry date is (B)(6) 2017. Can you provide an explanation as to why this complaint was entered 7 days after notification. - I am so sorry that I wrote wrong date. It was not (B)(6) 2016 , it was (B)(6)2017. What is the product ID for the handle that was used? - the information was not supplied by hospital. If the customer cannot re port the product ID, was it a legacy universal (such as 030403, 030449, egiaunivxl), was it an egia ultra (such as egiaushort, egiaustnd, egiauxl), was it an idrive (idrvultra1, idrvultra2), or signia (sigphandle)? - only knew that the doctor always used egiauxl. What is the lot number of the handle? - the information was not supplied by hospital. What is the UDI number of the handle? - the information was not supplied by hospital. Can you confirm if the handle will be returned for evaluation? - no. Was the handle reprocessed or re-sterilized prior to use? - no. Was any reinforcement material used in conjunction with the stapling device? - no. A) if yes, what was the brand of the reinforcement material used? What was the item code and lot / serial number of the reinforcement material? What surgical procedure was being performed? - bariatric surgery. What is the patient age, weight, gender, ethnicity, or patient identifier (i.e. Initials or ID number, not the full name of the patient)? - this information was not supplied by hospital. What is the date of the procedure? - (B)(6)2017. Can you confirm if the two reloads and the handle will be returned for evaluation? - yes. Were the two reloads reprocessed or re-sterilized prior to use? - no.